Event description:
A 25mm pericardial aortic valve was explanted after an implant duration of approximately 5 years and 2 months. The reason for explant is unknown. The explanted device was replaced with a 27mm pericardial aortic valve. Although several attempts were made to obtain details on the event and patient, no additional information was provided. Should new information be received at a later date, a supplemental MDR will be submitted.

Event description:
Additional information received indicates this bioprosthetic valve was explanted due to dehiscence of tissue around the valve at the area of the non-coronary cusp. This was reported to have been due to patient tissue fragility.

Manufacturer narrative:
Implant duration was 3 years 2 months.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.